Event description:
It was reported that the patient had an ¿accelerated pump¿. It was stated that there had been two discrepancies in the reservoir volume. For the first, 4.5ml were expected, but the reservoir was found empty. Almost four months later, 2.1ml were expected in the reservoir, but it was found to contain only 0.2ml. The physician was controlling the volume discrepancy and documenting them. At the time of report, no further actions had been planned. There were no patient symptoms or complications and, at the time of report, there was no patient injury. The device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# b0752233k, implanted: 2008 (B)(6); product type catheter product ID 8731sc, lot# 0205112731, implanted: 2012 (B)(6); product type catheter. (B)(4).